Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images and medical records were not provided. There was no specific deficiency alleged. The investigation is inconclusive. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: possible complications include, but are not limited to, the following: -migration of the filter. This may be caused by placement in oversized venae cavae greater than 28 mm, or large migrating thrombus dislodging the filter from its deployed position -perforation of the vena cava wall by the legs of the filter. -recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombus passed through the filter or via collateral means. -caval occlusion. The probability of this occurring should be weighed against the inherent risk/benefit ration for a patient who is experiencing pulmonary embolism, or who is likely to do so without intervention. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that some time post filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death, the cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Medical records review: the patient with deep vein thrombosis on anticoagulation had a vena cava filter successfully deployed without incident. One day post filter deployment, coronary angiography and transthoracic echocardiography revealed the filter within the right ventricle at the level of the tricuspid valve as well as tricuspid regurgitation. The following day, the patient was scheduled for removal of the filter. A sternotomy was made and the filter was found secured in position on the tricuspid valve, with the cone of the device within the ventricle. Several of the filter legs had to be extracted from beneath the tricuspid valve, while others protruded through the valve, and into the atrium. Thrombus was noted in the cone of the device. There was no visible evidence of damage to the valve, and post removal transthoracic echocardiography revealed no significant tricuspid regurgitation. Post-operatively, the patient was extubated, but continued to have respiratory distress. Five days post filter removal, the patient continued to have respiratory distress and declined reintubation. The patient was transitioned to comfort measures and subsequently expired with cause of death listed as severe chronic obstructive pulmonary disease with contribution from post-operative removal of intravascular foreign body respiratory failure. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. One day post filter deployment, the patient developed acute substernal chest pain and was found to have a st-elevation myocardial infarction. Cardiac catheterization/coronary angiography and transthoracic echocardiography revealed the filter within the right ventricle at the level of the tricuspid valve. The filter was retrieved the following day during open heart surgery during which cardiopulmonary bypass was instituted. Post-operatively, the patient was extubated, but continued to have respiratory distress. Five days post filter removal, the patient continued to have respiratory distress, declined reintubation, and expired shortly after removal from bipap support. Therefore, based on the medical records, the investigation can be confirmed for migration of the filter to the heart. Based upon the available information, the definitive root cause is unknown. Labeling review:the current IFU (instructions for use) states: migration of the filter - this may be caused by placement in oversized venae cavae greater than 28 mm, or large migrating thrombus dislodging the filter from its deployed position. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that some time post filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death, the cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event. New information received: it was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Some time post filter deployment (date not provided), the filter allegedly migrated to the heart and was removed via an open chest procedure. It was further alleged the patient expired as a result of the ivc filter migration and subsequent surgery.